Event description:
It was reported that the red alarm was not audible and stopped on its own. The patient had a desaturation event that required the patient to receive supplemental oxygen via bag valve mask. A red alarm was generated that the nurse indicates was not audible. When the nurse entered the room at 18:18 and the patient presented grey in color. The remote service engineer reviewed the logs from the device showing an audible red alarm for desat was generated at 18:14:52 and silenced at the bedside at 18:18:06 when the nurse entered the room, followed by an audible inop alarm that had generated at 18:17:44. No other clinical information or medical intervention was reported.

Manufacturer narrative:
The field service engineer (fse) went onsite to check the device and obtain the clinical logs from the pic ix. The logs were obtained; however, the device was still in use; therefore, they were unable to test. The complaint was escalated for technical investigation and the results are as follows: a clinical product specialist reviewed the clinical audit log and data provided. The clinical audit log shows the following: at 18:13:45, **spo2 84<88 generated, and the yellow alarm sounded at the pic ix. This continued unto the spo2 continued and generated a ***desat 71<80 at 18:14:40 and the red alarm sounded. There is no indication that the red alarm did not continue to sound in the logs until the alarm was acknowledge at the bedside at 18:18:06 which stopped the red sound, the ***desat alarm ended with the greatest deviation from the limit of a value of 1. The alarm ended because the alarm was acknowledge and there was an inop condition (spo2 noisy signal that generated at 18:17:33). The spo2 noisy signal is a inop alarm that interrupts monitoring and alarm detection. The spo2 numeric is replaced with a -?-. When the alarms were acknowledged, the red sound stopped and the inop sound played. At 18:18:06, the spo2 no pulse inop sounded. This alarm played until 18:18:42 when the no pulse ended and was replaced by spo2 noisy signal. The spo2 noisy signal inop ended at 18:18:53 when a **spo2 7<88 alarm generated (18:19:05 is the time on the pic ix). The pic ix logs the acknowledge of the alarm at the bedside at 18:19:06. At 18:19:03 (pic ix time showing 18:19:15), a ***desat 7<88 generated ending the low spo2 alarm. Between 18:19:06 to 18:19:46, the acknowledged was pressed 11 times. At 18:19:46 the desat ended. The alarms were acknowledged at 18:19:47, a yellow alarm sounded, and **spo2 7<88 generated. The **spo2 alarm ended at 18:19:54. The configuration files show the alarms are set to red visual and audio lathing. The alarm volume is set to 5 with the ability to turn the alarms down to 4. The alarms are set to realarms when reminding. Spo2 low alarm delay is 10 seconds. Desat alarm delay is 20 seconds. This matches what is shown in the logs. Based on this information, it appears they were using the spo2 only profile. At 19:37, they turned the ECG on and the alarms changed from pulse to the ECG/arrhythmia. The only thing that is difficult to explain is the ending of the desat alarm at 18:19:46 when acknowledging the alarms. This is followed by a low spo2 alarm at 18:19:47 with an acknowledge. The clinical product specialist indicated that this is consistent with an spo2 searching or spo2 poor signal inop being displayed on the monitor. These inops are not logged in the audit log. The **spo2 7<88 ended at 18:19:54. Based on the information available and the log review conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.